Event description:
Ous MDR - issues with pacing and sensing were noted for this v-lead. The maximum pause of the ventricular contraction was 2 seconds and impedance was over 3000 ohm. The physician noted via x-ray, a lead fracture between the fixation sleeve and the pacemaker. Although the pt had an underlying rhythm and there were no serious health issues, the pt has felt anxious, but this may be due to sss. The physician decided to explant and replace this lead.

Manufacturer narrative:
Ous MDR.